Event description:
It was reported that the caller needed assistance with updating the pump's time and date due to discrepancies. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range. Technical support assisted the caller in updating the settings and provided guidance on monitoring for future discrepancies, which the caller understood and acknowledged.